Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative was on site to troubleshoot issue but couldn't replicate to reported issue. The parts below were still ordered and replaced as the same incident had occurred on (B)(6) 2015, the rep replaced the following parts suspecting that they might be attributed to the problem. - bi31000127 pcba atp console, - bi300001pcba 45 pcba system ctrl board assy, - bi71000104 service kit standalone-xrelay, the maximum dose was measured when the atp console was replaced. After a series of operational checks, 3d images were automatically transferred to the navigation system, and the good system operation was confirmed. Parts were sent back to the manufacturer for evaluation: pcba console-could not confirm reported problem "alarm was heard by near the isolated stand alone board. Also generator wasn't ready". Atp board was installed in the imaging test system and ran without any issues. Fse was not able to replicate the problem in the field, replaced the board as a precautionary measure. Control board assembly-could not confirm reported problem "alarm was heard by near the isolated stand alone board. Also generator wasn't ready". System control board was installed in the test system and ran without any issues. Fse was not able to replicate the problem in the field, replaced the board as a precautionary measure. Standalone xray kit- returned was missing varistor. Stand alone board and relay passed bench level testing. Stand alone board was installed in the test system and ran without any issues.. Fse was not able to replicate the problem in the field, replaced the board as a precautionary measure. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported an alarm beep was triggered and persisted when the image acquisition system (ias) was started during the preparation, and therefore the imaging system could not be used. As the alarm was not cleared after three restarts, the customer gave up using the imaging system and the c-arm was used instead for the procedure. The sales rep visited the facility on the same day for inspection, but the reported incident was not replicated the rep replaced the following parts suspecting that they might be attributed to the problem. - bi31000127 pcba atp console. - bi30000145 pcba system ctrl board assy. - bi71000104 service kit standalone-xrelay . The maximum dose was measured when the atp console was replaced. After a series of operational checks, 3d images were automatically transferred to the navigation system and the good system operation was confirmed. Even though the reported event did not recur, the parts listed above were replaced based on the assumption because it was the second time this event was reported there was no patient present when this issue was identified.